Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: confirmed battery compartment cracked from the top to the cover part and battery compartment cracked between bumper pad and top. Battery cap is damaged - threads stripped, used test cap for all steps and it did tighten fully. Unrelated to the complaint, the display is dim and pink.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a cracked battery compartment issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.